Event description:
During an incident in 2005 involving a patient who had been in a motor vehicle accident, this suction unit was hooked up incorrectly by another agency and fluid was sucked up into the pump. The suction canula was put onto the tubing from the pump bypassing the collection canister. The patient did not survive the accident.

Event description:
The purpose of the enduscr's initial contact was to arrange to have this contaminated suction device cleaned.